Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: chronic, pelvic/abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and anaemia ("anemia"). The patient was treated with surgery ((hysterectomy full), salpingectomy. Unilateral), oophorectomy (unilateral).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff has received treatment for pain: chronic, pelvic/abdominal, dysmenorrhea (cramping), dyspareunia, menorrhagia and anemia. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿chronic pelvic pain¿. New events added: pain: chronic abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and anemia. Reporter's information was updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.